Event description:
The user facility reported a leak at the pre-a&b filter occurred over the weekend, flooding the floor where the system is located and part of an adjacent room. No injuries, procedural delays, or property damage were reported.

Manufacturer narrative:
A steris technician inspected unit and confirmed the leak at the inlet and outlet of the pre-a&b filter assembly. The technician repaired the connection and confirmed the unit was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#(B)(4)).